Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: feb. 27, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint simplicity reveals no issues that could cause or contribute to the complaint issue reported. No lens was received for evaluation; therefore, no further evaluation could be performed. Product evaluation was not performed because the product has not been received. If product is received after initial closure, the pi and cp (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pre-loaded product has a defective intraocular lens (iol), got wasted. No other information was provided except for the suspect product will not be returned for evaluation as it was discarded.

Manufacturer narrative:
Corrected data: in review, it was noticed that the section "h2 (device evaluation) and section h3 (device evaluated by manufacturer)" were inadvertently not selected in the follow up #1 report. In review, it was also noticed that the information "complaint history review" was inadvertently not included in the follow up #1 report; therefore, the information has been captured in this supplemental MDR report accordingly: complaint history review: a search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. However, complaint issues reported are not related. Therefore, no escalations are required. Section h6: type of investigation: 4109 - historical data analysis all pertinent information available to johnson & johnson surgical vision, inc., has been submitted.